Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricular lead exhibited a failure to capture. The physician decided to reposition the lead. During the procedure, the lead could not be introduced over the guidewire. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported events of failure to advance guidewire and possible insulation damage or fracture were confirmed, while the reported event of failure to capture could not be confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found the inner coil was compressed, consistent with procedural damage. The lead body insulation was found cut at the middle region of the lead, consistent with procedural damage. The ptfe coating of the guidewire was noted on the inner coil. Unable to perform the guidewire insertion test due to the compressed inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. The cause of the reported events was isolated to the inner coil being compressed, ptfe coating of the guidewire inside the coil, and insulation cut / damaged consistent with procedural damage.

Event description:
New information indicates that the physician noted possible insulation damage or fracture, as a blood clot was observed in the lead body.